Event description:
It was reported that the patient's device was in an ''out of regulation'' (oor) condition. The display showed ''call your doctor'' and the patient was unable to adjust stimulation. The stimulator was not holding a charge and a short was suspected. Programming around the short was suggested in order to avoid reducing battery life between recharging intervals. Additional information was requested but none was available.